Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem and head was reported. The disassociation and stem malposition was confirmed through a medical review. The medical review also confirmed cup malposition. Device evaluation and results:material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: cup malposition in absent anteversion in combination with stem valgus malposition has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Conclusion: the investigation concluded: cup malposition in absent anteversion in combination with stem valgus malposition has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Rep was not made aware of any patient complaints or intra-operative or pathological findings. Rep provided an x-ray and explant pictures and reported that additional x-rays, medical records, and further information are not available. Clinician review concluded: cup malposition in absent anteversion in combination with stem valgus malposition has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision.